Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital with a history of syncope and dizziness. The syncope was caused by the patient's heart rate of less than 40 bpm. The patient had no recent device follow ups. The electrocardiogram (ECG) showed av block (complete heart block) and the pacemaker was not able to be interrogated. The patient was admitted to the hospital and temporary pacing was applied until a device replacement could be performed. Three days later, the device was explanted and replaced. Before the procedure, the device was able to be interrogated and an error message indicating "voltage is too low for projected remaining capacity" was displayed. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the pacemaker was found to be operating in safety mode. The device case was opened and an external power supply was attached. Normal current drain was observed during testing of the battery and internal components. A review of the device memory found three power on resets had occurred ten days post-explant, resulting in the reversion to safety mode. The device memory also showed the battery had triggered the battery expired (bex) battery status on 26-dec-2023, a couple weeks before the patient was hospitalized and the device was explanted. A review of the pacing output found the device had been programmed to between 4 volts and 7.5 volts, with a pulse width of 2.0 milliseconds, for the duration of implant time. While the device longevity of about 4.5 years did not match labeling, the actual rate of battery depletion fell within a normal range based on the programmed parameters and therapy usage. The error message observed at the device replacement procedure (voltage is too low for projected remaining capacity) was triggered because the measured battery voltage was exceeding the expected voltage. This is consistent with a normally operating device.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital with a history of syncope and dizziness. The syncope was caused by the patient's heart rate of less than 40 bpm. The patient had no recent device follow ups. The electrocardiogram (ECG) showed av block (complete heart block) and the pacemaker was not able to be interrogated. The patient was admitted to the hospital and temporary pacing was applied until a device replacement could be performed. Three days later, the device was explanted and replaced. Before the procedure, the device was able to be interrogated and an error message indicating "voltage is too low for projected remaining capacity" was displayed. No additional adverse patient effects were reported. The explanted device was later returned for analysis.